Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible fracture of the right atrial (ra) lead. High impedances were also noted on the ra lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.